Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, during follow-up, the expected 5ml of drug was aspirated from the reservoir prior to refilling the pump. When the healthcare provider (hcp) went to fill the pump, however, ¿the needle backed out during the refill causing some or all of the 20cc to go subcutaneously into the pump pocket.¿ the patient was admitted to the emergency room (ER), and was held there for several hours with no medical issues or symptoms. Under fluoroscopy, the hcp attempted to remove the medication from the reservoir following the initial refill, and no medication was aspirated. It was determined "no medication was refilled on the first try.¿ a pocket fill had occurred. The pump refill was then successfully completed under fluoroscopy. The pump was used to deliver lioresal. The dose was noted as 145mcg/ml, and the concentration was 500 mcg/ml. The patient¿s status was reported as ¿alive ¿ no injury.¿ further follow-up was performed. Should additional information become available, a supplemental report will be submitted.

Event description:
Additional information received reported the patient experienced bogginess overlying the pump with oozing of clear fluid from the site of the injection. The pocket fill was a complete pocket fill. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).